Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. Four PICC plus statlock devices with foam pads and adjustable posts and one 7 fr dual lumen arrow catheter were returned for evaluation. Three of the samples were returned outside of any packaging and one sample was returned in a sealed pouch. The retainer of one of the samples returned outside of its packaging was observed to be detached from its foam pad and locked onto the arrow catheter. The retainer of another sample that was returned outside of any packaging was also observed to be detached from its pad. Pieces of the foam pad were observed to be stuck to the underside of the detached retainers of these two samples and depressions were observed in the foam pads where the material was missing. The foam pad of the other sample that was returned outside of any packaging was observed to be torn up and returned in multiple pieces; however, the foam pieces remaining on the retainer were observed to be firmly attached. Two sides of the retainer of the sample that was returned in a sealed package were found to be poorly attached to the pad. A microscopic observation revealed insufficient adhesive coverage on this sample was well as the sample that was attached to the arrow catheter. The lack of evidence of adhesive on the underside of these retainers suggest an insufficient amount of adhesive was applied to the retainers during manufacturing. The manufacturer has conducted awareness training for the personnel. A lot history review (lhr) of juctf145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "damaged statlock. The fixation from the stabilization device to the catheter was desprended. All samples analyzed from the same batch have this issue. The patient lost cvc due to this incident."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of juctf145 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported "damaged statlock. The fixation from the stabilization device to the catheter was desprended. All samples analyzed from the same batch have this issue. The patient lost cvc due to this incident."